Event description:
Dislodgement was reported two days after pacemaker implantation. No other information was provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the available x-ray images confirming a dislodgement of the lead. The fixation helix seems to be retracted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.